Event description:
The customer reported the system intermittently would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the monitor power supply connector. The system operates as intended.